Event description:
The customer stated that, the acuity screen displayed "cable disconnected" message and the mouse and keyboard did not respond. Welch allyn tech support assisted the customer in finding that someone had disconnected the network cable from one to another, one of the two computers in a pair that provide backup for each other. The other computer, system nyu1 primary, was shut off and would not respond to attempts to power on. Hospital staff checked out power connections, but found no problem. With one computer off and the other disconnected from the network, the customer lost centralized pt monitoring for approx 5 hrs before a customer biomed arrived on-site and restored centralized monitoring with the assistance of welch allyn tech support. Hospital staff reported that they would monitor pt vital signs using the bedside monitors until centralized monitoring was restored.